Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation it was noted the right ventricular (rv) lead exhibited episodes of failure to capture and failure to pace due to a fracture or insulation breach. It was indicated the patient was pacing dependent. The rv lead remains in use. No patient complications have been reported as a result of this event.